Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient had sure step temperature sensing foley catheter inserted on (B)(6) 2025. On (B)(6) 2025, during day shift the patient temperature started to climb. Increased from 38.5 to 40 degrees within an hour and then suddenly increased to 42 degrees within 10 minutes. Patient had been treated for a fever on and off during course of treatment. Patient was already receiving tylenol and had ice packs on body. Oral temperature checked and it was 38.1. Foley catheter was switched out with another sure step temperature sensing foley. Temperature was allowed to level out and the highest it reached was 38 degrees. Oral temperature at this time was 37.5 additional, unexpected testing, care or length of stay order was to cool patient to decrease body temp. Patient would have been subjected to cooling via cooling pads when not necessary.